Manufacturer narrative:
Date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they have been having increasing problems charging their implanted neurostimulator. Patient stated that they first noticed this issue maybe like 2 weeks ago and that it has gradually gotten worse. Patient confirmed seeing an rm03 message while charging. Patient said that sometimes it would take them a half hour to get to a point where it would say excellent or good recharge quality so that it would charge but it used to charge within 10 seconds. Patient reported that this week, on thursday it went from 30% to 40% and then went to 70% and said finished and would not charge past that point. Patient confirmed now the ins will not charge past 40%. Patient also mentioned the recharger and relay box get hot while charging. The issue was not resolved through troubleshooting. A replacement recharger was sent out.